Event description:
A report was received that the patient will be explanted due to discomfort at the pocket site.

Manufacturer narrative:
Additional information was received that the patient was explanted. The patient was reportedly doing well following the procedure. Explanted devices will not be returned to bsn as they were discarded by medical facility.

Event description:
A report was received that the patient will be explanted due to discomfort at the pocket site.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2218-50 serial#: (B)(4) description: enh st ld kit, 50 cm.